Event description:
During angioplasty of rca, 0.018 cm angioplasty wire was being removed from artery by physician when it came apart (frayed), leaving approximately 3 cm of tip still in mid-rca. Unable to remove fragment from pt. Pt condition: stable.